Event description:
It was reported the patient experienced ineffective stimulation. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced. Surgical intervention addressed the issue.

Manufacturer narrative:
A patient experiencing ineffective stimulation was reported to abbott. The ipg was explanted and replaced. No intervention was undertaken with the leads. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.